Manufacturer narrative:
(B)(4). Report source foreign - (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device is still implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date. Subsequently, a oxford knee arcom / uhmwpe inlay small right 10 + 12 + 14 mm has been ordered for a revision surgery. No further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.